Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify charge/battery lasts less than expected and unexpected battery power loss due to blank display.

Event description:
The customer reported via phone call that insulin pump had low battery alarm. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.